Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed the battery reconditioning test. No patient involvement was noted.

Event description:
It was reported that the device failed the battery reconditioning test. No patient involvement was noted.

Manufacturer narrative:
The customer reported problem was confirmed. Physical inspection of the device noted that the device was using a non-standard battery. Testing of the device was completed using a product-approved battery. The power supply board was replaced. A review of the device history record for sn (B)(6) was performed from date of manufacture 10/07/2016 to the present date 10/1/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to electrical failure of the power assy supply bd pcu 1.5.